Manufacturer narrative:
Add'l info will be provided once the investigation has been completed. It was further reported that a total quantity of 17 units of lot number 11255ae2 and a quantity of 2 units of lot number 11244ae2 were implicated in the reported event. Please reference medwatch report number 2648666-2011-00313.

Event description:
It was reported that the tip of the unit broke off inside the knee of the pt. It was further reported that the broken tip was retrieved.